Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the catheter. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure while using the device, the pt had significant bleeding; enough that the harvester had a difficult time maneuvering through the tunnel. The device cut the branch but did not cauterize sufficiently; therefore, bleeding occurred on the vein side of the branch. They were able to stop the bleeding and the same device was used to complete the procedure. The hospital did not report any pt complications as a result.